Event description:
In the process of preparation for an open chest procedure, a nurse discharged the defibrillator through internal paddles to a tester, identified as a zap-guard sterile defibrillator system test probe. Although the tester led illuminated with defibrillator discharge, indicating delivery of defibrillator energy, the lifepak 9p defibrillator/monitor/ pacemaker reportedly displayed an 'energy fault' message. The reporter stated that there were no adverse affects to the pt as a result of the report, however, an attending nurse stated that if the pt had required use of defibrillator therapy it would not have been available in a timely manner.